Event description:
It was reported that the ventilator stopped flowing air to the patient with no audible alarms. The patient was removed from the ventilator and placed on a back-up ventilator. No patient harm reported.